Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to post-sensed t wave oversensing on the ventricular channel. Programming changes were recommended.